Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received two inappropriate shocks for atrial fibrillation. For this reason the physician elected to reprogram the therapy zone to 210. To date no further complications have been reported.